Manufacturer narrative:
Investigation summarythe asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision(s): component loosening, pain, component malalignment and femoral neck fracture on resurfacing (beyond 3 months post op). Claimsuite alert record received. Claimsuite alert alleges alval and soft tissue reaction.